Manufacturer narrative:
4470 lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.